Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) pace/sense channel, exhibited the associated transvenous defibrillation lead. The patient presented to the emergency room with syncope. It was noted that all lead measurements were stable and within normal limits and the noise could not be recreated. A technical services (ts) consultant recommended troubleshooting options and a possible x-ray to determine the correct position of the lead. Additional information was provided that it did appear as though the noise resulted in pacing inhibition and syncope for the patient. An x ray was performed and the physician felt that a capped rv pace/sense lead was in contact with this defibrillation lead, resulting in the observed noise. Device sensitivity was reprogrammed to least and no further issues were reported. Subsequently, the device was returned for disposal (2013) after the patient passed away (2011). No allegations the device cause or contributed to the patient's death.